Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec assessed the event as a cardiac death. There was a dissection in the 1st om during the procedure which was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the lad, 1st obtuse marginal and cx. Approximately 8.5 months post procedure patient died of unknown cause. The investigator assessed the event as possibly related to the index device and the anti-platelet medication. The sponsor assessed the event as not related to the index device or the anti-platelet medication.

Manufacturer narrative:
Sponsor assessed the event as possibly related to the related to the anti-platelet medication and the device. If information is provided in the future, a supplemental report will be issued.